Event description:
A customer reported receiving a lo scan (readings less than 40 mg/dl) from the adc device which was lower than they felt. Based on the scan, the customer indicated they self-treated with chocolates, but began to experience dizziness, lightheadedness, and blurry vision. The customer was taken to the hospital where a blood glucose result of "over 500 mg/dl" was obtained and customer received unspecified IV for treatment of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.